Event description:
Clinical study: it was reported that 352 days after a carotid artery stenting procedure, the patient experienced in-stent restenosis. The lesion being treated was a 5.5mm, 80% stenosed, 6mm long portion of the ostium right internal carotid artery. The physician treated the lesion with placement of a filterwire ez and a 4-9 x 30 mm nexstent. Following post-dilation, there was 25% residual stenosis. Nih stroke scale performed the next day was 0. The patient was discharged the day after the procedure. The patient was seen for a 12-month follow-up visit at which time he was asymptomatic with nih stroke scale of 0. Carotid duplex showed an 80-99% stenosis in the right ica stent. Per the ultrasound, the 12-month follow-up noted a 50% target lesion stenosis. The core lab ultrasound report reported a greater than 50-79% in-stent restenosis. An adverse event of in stent re-stenosis was reported. It noted a suggested in-stent restenosis of distal aspect of right ica stent. The patient had a CT angiogram that showed heavy calcific plaque at the carotid bulb and bifurcation area where the stent was deployed. There was in-bowing of the stent in the area of the heaviest calcification toward the origin of the ica producing a 60-79% stenosis. This was difficult to accurately identify because of blooming artifact from heavy calcium and mild metal artifact. No further action was taken for this patient. The event was not recovered, not resolved. In the opinion of the physician, the relationship of the stenosis to the nexstent carotid stent is possible.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.